Event description:
The customer reported that the insulin pump had physical damage. Customer stated there was a crack by the side of the battery compartment. Customer's blood glucose was 186 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with severely scratched display window. (B)(4).